Event description:
Caller reported a malfunction on the pump, identified as malf 14, although no notable events occurred before this malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if the malfunction code appears again. The caller understood these instructions.